Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-jan-11: information was received from a manufacturer representative regarding a patient who was implanted with an implantable n eurostimulator (ins). Pt is needing MRI of the brain, but ins is discharged. Caller states pt had a stroke [unrelated] and hasn't been using the scs. 2024-feb-06: additional information was received from a manufacturer representative (rep). The rep reported that they did not have any knowledge of the situation. Rep had an MRI center call them to ask what equipment the patient had implanted, and rep told them, but there was no discussion in regard to patient being in over discharge. 2024-feb-08: information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller said patient (pt) came in for brain MRI and they did not have their external equipment and said their ins had depleted and been dead for 5 years. Pt contacted a rep and the rep said MRI would be okay with depleted ins. Technical services (tss) discussed MRI guidelines. Caller noted pt had met with reps to attempt to trickle charge, but this has not been successful. Rep later called in for eligibility for MRI. 2024-feb-27 e2: the rep reported the pt had a stroke and was not using the system, and not charging it, and that is why the implant was depleted. It is unknown if the issue had been resolved at this time. 2024-mar-04 e3: additional information was received from a manufacturer representative (rep). The rep reported that no other attempts will be made to recover the implantable neurostimulator (ins).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.